Manufacturer narrative:
Additional information reported that the decrease of cardiac function was due to acute myocardial infarction that occurred 37 days following the implant of the valve. The cine images revealed no causal relationship between the valve and the coronary ischemia. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that 37 days following the implant of the valve, a myocardial infarction (mi) occurred. The following day, a coronary artery bypass graft (CABG) was performed via emergency thoracotomy. No improvement was shown and the patient died 41 days following the implant of the valve. The physician reported that the cine images showed the first valve, occluded the ostium of the coronary artery after it dislodged. Thus, resulting in the mi and subsequent death.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Section d information references the main component of the system. Other relevant device is: product ID : enveor-l delivery catheter system (dcs); lot 0008507207 use by date: 2018-02-22 UDI: 00643169548527. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, insufficient pressure was applied to the delivery catheter system (dcs) upon release of the valve and the valve dislodged. Subsequently, a second transcatheter bioprosthetic valve was implanted valve-in-valve. No adverse patient effects were reported.